Manufacturer narrative:
Additional information concerning this event and a revision procedure will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have perforated the patient. A rise in pacing threshold and impedance measurements was also observed on the rv channel and the patient was experiencing diaphragmatic stimulation. A revision procedure has been planned but for now the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field that surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.